Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding a smallbore ext set w/chemoclave¿ spiros¿/red cap, clamp that experienced leakage during patient use. It was reported that the tubing leak somewhere through the spiros. There was patient involvement and no patient harm.

Manufacturer narrative:
Investigation summary. Received one (1) used ch3147 smallbore ext set w/chemoclave spiros connected to a 10ml syringe for inspection. No defects or anomalies noted. The set was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. The device history record was reviewed, and no relevant nonconformities were found that would have led to the reported complaint.